Event description:
It was reported that, preoperatively, the right input device in the surgeon console (sc) sometimes has an issue where it does not release, even when the user presses the trigger button to unlock it. There was no patient involvement.

Manufacturer narrative:
Updated information: h2.6 (annex b, c and g codes) device evaluation: medtronic led an evaluation of the field service notes and device data logs for the reported surgeon console. Review of the field service notes indicate that sometimes the right input arm of the surgeon console (sc) would not release although the trigger button was pressed several times. It was seen that while pressing the trigger button of the right input arm it felt different to that of the left input arm's trigger button. The right input arm of the surgeon console was replaced to resolve the issue. Evaluation of the device data logs did not show any system data to objectively establish that the reported event occurred as described. Evaluation of the surgeon console confirmed the reported condition. The cause of this failure could not be determined. However, based on the information provided in the event, the most likely cause of the event could be due to the right input arm of the surgeon console. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, preoperatively, the right input device in the surgeon console (sc) sometimes has an issue where it does not release, even when the user presses the trigger button to unlock it. There was no patient involvement.